Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5078846) on 13-aug-2018. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("the right side implant has migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bladder sling procedure. Concomitant products included ibuprofen (ibu) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("periods with extreme pain"), headache ("headaches"), fatigue ("tired"), menorrhagia ("heavier periods"), dyspareunia ("pain during intercourse") and pelvic pain ("pain"). At the time of the report, the device dislocation, dysmenorrhoea, headache, fatigue, menorrhagia, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: the right side implant has migrated. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.